Event description:
It was reported that during unpackaging the floppy rotawire was out of the packaging hoop. The sterility of the product was suspected to have been compromised. The device had no contact with the patient. The procedure was completed with another of the same device.